Manufacturer narrative:
Per complaint files of the last three years, no similar issues were recorded for this device. The probable root cause is inappropriate use. As per event description the clamp was used for a traction and reduction maneuver during a percutaneous pinning operation. The petit-point-mixter fcps 7-1/4 is intended for use as a vascular clamp. Its delicate tips are not designed for traction maneuvers with high tension forces.

Event description:
As per importer report # (B)(4): a piece of the instrument broke off in the patient's foot during surgery. (B)(6) 2015 customer reported that on (B)(6) 2015 a left foot percutaneous pinning of numbers 3,4 and 5 metatarsals was performed. During a traction and reduction maneuver the tip of one of the arms of the clamp broke off and lodged deep in the soft tissue. Multiple attempts made with fluoroscopy, ap lateral and obliques were fruitless to find broken piece, given the size of the foot due to swelling and the depth of the incision. Post op visits on (B)(6) 2015 indicate progressive healing. (B)(6) 2015 x-ray shows small metal fragment. Healing as expected, no issues related to the metal fragment.